Manufacturer narrative:
Evaluation summary: the primary operative notes state that excellent range of motion was achieved with the final components; no mention was made of gap balancing. The articular surface exchange notes show the patient was revised with an anterior constrained device, and that the knee seemed much more stable after the new articular surface was placed. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Evaluation: the device history records were reviewed, indicating the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the patient underwent an articular surface exchange due to instability.